Event description:
Note: this report pertains to the one of six resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used in the left colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. Another attempt was made to deploy the clip by positioning the distal tip of the scope at 90 degrees but still unsuccessful. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to release from catheter.